Event description:
Water leaking at the bottom of the tub door around the door seal. The top door hinge is bent and not allowing the door to seal properly.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.